Event description:
It was reported that the implantable pacemaker device was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.